Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00. A service history review revealed that this device has been serviced eight times prior to this event. The device has not been previously sent into service for the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "board failure" was not confirmed or reproduced during product evaluation. However, upon further investigation by quality engineering, it was determined that the last problem to occur prior to device evaluation was a failure code of 802:20. This was confirmed by quality engineering in the event history log. The root cause was assigned to foreign matter in pump head module channel a. The foreign matter was removed from pump head module channel a to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of board failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.